Event description:
Infusion pump infused at a rate of 44cc/hour instead of the prescribed rate of narcan 0.4mg. Ivp administered and patient was stabilized. Unable to substantiate cause of incident. Unable to "duplicate" reported equipment defect (see attached biomedical equipment evaluation). During analysis an unrelated malfunction discovered with unit (see item #3 under "action taken" of attached biomedical equipment evaluation)invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown, none or unknown. Conclusion: device failure occurred but not related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.